Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer experienced blood glucose (bg)of 45 mg/dl which was addressed with the customer drinking orange juice. Cause for bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.